Manufacturer narrative:
The valve was returned stuck in strain relief of 14f esheath+, with delivery system partially inserted through sheath. Imagery was provided, a post-procedural photo, and a strut apex appeared to be bent/protruding through sheath's strain relief distal to comnut. The valve strut was punctured through liner under strain relief. The second valve strut punctured through hdpe, during valve removal and was made worse. The liner was cut to remove crimped valve and ds from sheath. Four inflow struts were bent backwards. Engineering fully deployed valve, and the bent struts were not corrected. The returned device was visually inspected. The pre-expanded valve, the valve strut was bent and punctured through proximal strain relief (next to comnut). The valve strut punctured through the sheath liner under strain relief. Four (4) inflow struts bent backwards upon valve retrieval. The post-expanded valve, the valve frame was distorted. The four (4) struts remained bent at inflow side. The leaflets were dehydrated and wrinkled likely due to storage condition (prolonged crimped state). No functional testing and dimensional testing was able to be performed due to device return condition. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the work order was performed and revealed no other complaints relating to the relevant complaint codes. Difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in frame damage has previously been documented in a pra (product risk assessment). Manufacturing mitigation/controls relevant to the issue (e.g., visual and dimensional inspection to the frames, mechanical testing to the tensile specimens) are captured in the pra. Although esheath plus was used in this case, the pra remains applicable as there are no significant changes related to the sheath shaft (see product risk assessment section for details). In addition, review of the work order revealed that the manufacturing mitigations/controls for the s3 ultra valve remains the same regardless of esheath or esheath plus configuration. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The IFU/training mitigations/controls relevant to the reported issue (difficulty advancing the commander delivery system with s3u crimped valve through the esheath) is captured in the pra. The guidelines and instructions (IFU for esheath+ introducer set and device preparation training manual) provided to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials remain similar between the esheath and esheath+ were reviewed. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. The esheath+ introducer set also includes the expansion tool that is used to pre-expand the partially expandable area of the sheath prior to procedural use to facilitate the advancement of delivery system through this region. Based on the review, no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The frame damage was confirmed through device evaluation and provided imagery. No potential manufacturing non-conformance were identified. A review of DHR and lot history did not provide any indications that a manufacturing non-conformance contributed to the reported event. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ''as valve was being inserted, physician noticed increased resistance during insertion of the sapien 3 ultra on the commander delivery system through the 14fr esheath+ via right transfemoral approach'' and ''they panned down and noticed the valve was stuck in sheath with a strut prolapsed.'' Per IFU, ''if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding.'' Per training manual, ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time.'' In this case, it is possible that difficulty was encountered during delivery system/valve advancement through the sheath such that additional manipulation was applied to overcome the resistance. Accordingly, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting with the sheath shaft and resulting in the bent struts seen at inflow. A product risk assessment was previously performed per management discretion to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. These procedural factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that procedural factors (excessive device manipulation) may have contributed to the reported event. However, a definite root cause was unable to be determined at this time.

Event description:
Review of photo provided by site shows valve strut protruding underneath the strain relief. As valve was being inserted, physician noticed increased resistance during insertion of the sapien 3 ultra on the commander delivery system through the 14fr esheath+ via right transfemoral approach. They panned down and noticed the valve was stuck in sheath with a strut prolapsed. Valve frame prolapsed upon entry into the partially expandable section and became stuck. They carefully removed the sheath and valve together. A new valve and sheath was prepped and completed the rest of the case with no complications. There was no injury to the patient. There was no damage to the delivery system. There was damage to the esheath+. Review of the photo shows valve strut protruding underneath the strain relief.

Manufacturer narrative:
Investigation ongoing.